Event description:
Complainant alleged that, while attempting to cardiovert a male patient presenting a ventricular tachy-cardia heart rhythm, the device failed to discharge energy via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.